Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was not charging because of a damaged power cord. They stated that this resulted in a three hour delay in the patients feeding. They also stated that they had not been instructed on how to provide supplemental feedings via an alternate method. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).